Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR: the device was returned for analysis. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and subjected to positive pressure; a balloon pinhole leak was identified 5mm distal to the distal edge of the proximal markerband. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination identified multiple hypotube kinks along of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-apr-2017. It was reported that the balloon failed to cross the lesion. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noticed that the device was unable to cross the lesion. The procedure was complete with a different device. No patient complications were reported. However, device analysis revealed a pinhole leak within the balloon body.